Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. Three photos of tubes were received, reviewed, and confirmed to have what appears to be red cell rings. Product was manufactured at the bd sumter site (B)(6) 2019. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Documentation through local sales representative indicated that inadequate mixing and horizontal position of tubes may have contributed to the customer's reported issue. Corrective actions put into place have helped mitigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had red cell hang up. The following information was provided by the initial reporter: the customer found that the red blood cells were hanging up after centrifuging the sst tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had red cell hang up. The following information was provided by the initial reporter: the customer found that the red blood cells were hanging up after centrifuging the sst tube.